Event description:
Reporter indicated that the pt died of sudep. Further follow up from physician's assistant revealed that the pt was pronounced dead at the hospital. No autopsy was performed and device was not explanted. Pt was receiving vns therapy at time of death. Device diagnostics performed 21 days prior to death were within normal limits indicating proper device function. The physicians assistant reported that the death was not related to vns therapy.